Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a driveline infection due to the driveline being tugged. There was no visible driveline damage. Patient was tested positive for staphylococcus aureus and coagulase negative. Symptoms included pain at site, redness, and drainage. For treatment, the patient was placed on antibiotic doxycycline orally. The infection resolved. Patient was stable at home.

Manufacturer narrative:
Section b2: outcomes attributed to adverse corrected. Section h6: health effect - clinical code corrected. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.